Event description:
A site representative reported that during a fess procedure after registration and in navigate they were getting intermittent tracking of the straight suction. Asked them to check the field for metal and re-position the emitter. This did not resolve the issue. In the emitter tracking details the straight suction had green status and said functioning normally but would flicker red when brought into the field of view. Distance to divot was over 3.0 and verification of the straight suction would fail. Tried a new patient tracker on the straight suction and they were unable to verify. Tried a second straight suction and they were able to verify this suction but said it would not navigate (red crosshairs). The surgeon elected to proceed without navigation. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Patient information has not been provided. The device was returned to the manufacturer for analysis. The field generator was connected to a test system with the ent application. Verification, tracking, and accuracy with this emitter were normal. It was able to navigate the entire phantom head model. The emitter passed the pegboard test with an error of 2.180mm. Flexing the cable did not indicate any intermittent opens. The device was fully functional. The reported event could not be duplicated by medtronic personnel.